Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: watertightness was not maintained due to perforation of the bending section rubber due to external factors. The insertion tube was crushed and scratched due to external factors. The adhesive of the bending section rubber was chipped. The control section, remote switch, grip unit, universal cord, video connector, light guide connector, and video connector case were scratched due to external factors. The universal code was wrinkled due to external factors. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device for the repair at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter had been peeled off. There was no report of patient injury associated with the event.